Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post device firmware upgrade; the device sent multiple alert transmissions for inappropriate brady and pause episodes due to undersensing that were noted via remote monitoring. Programming changes were discussed. Patient was stable and will continue to be monitored.